Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly with an extension line attached and two photos. A leak test was performed with the extension line attached. Leakage was not observed at any area of the catheter adapter or connection, indicating that a secure connection was achieved in the lab. Visual observation of the catheter adapter assembly revealed that the outer thread at the end of the luer adapter had a small abnormality. This damage to the outer thread of the luer could likely prevent a secure connection to be achieved and resulting in leakage. Although the leakage could not be duplicated in the lab, your reported issue was confirmed and most likely due to misalignment during the manufacturing process. Damage to the threads can occur during the manufacturing process due to misalignment and can lead to connection issues. Alignment is performed as necessary during set up or production. Preventative maintenance is also performed at regular intervals to mitigate the risk of this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: this is a report about leakage during the use of insyte autoguard. According to the customer's report, fluids (saline, dextrose solution, etc.) Leaked between the catheter adapter and infusion set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: this is a report about leakage during the use of insyte autoguard. According to the customer's report, fluids (saline, dextrose solution, etc.) Leaked between the catheter adapter and infusion set.